Event description:
It was reported the pump pocket was infected. Signs/symptoms were an open wound with drainage near the side port. The patient had 'been bumping it a lot on things'. The severity was noted as moderate. The pump was explanted. Outcome was resolved without sequelae. The pump was delivering dilaudid, clonidine and bupivicaine.

Event description:
Additional information was received. It was reported that the patient had been admitted for intravenous antibiotics, one day post-operatively. Additionally, she was sent home with oral antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).